Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that an unknown female patient underwent a primary breast augmentation with unknown saline breast implants which both side deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 4/06/2018, additional information indicated that on (B)(6) 2018, patient underwent bilateral removal and replacement as follow: left catalog number 3543001, serial number (B)(4). Right catalog number 3543001, serial number (B)(4). Patient also had issue with capsular contracture. Lot number 5766281, product code 3501645, serial number (B)(4), patient initiate fuv, (B)(6) years old, dob: (B)(6). Date of event (B)(6) 2008. On 4/9/2018 additional information indicated that the device was discarded by the user. On 04/26/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).